Event description:
A patient implanted in 2003 with bi-ventricular assist device (bi-vad) developed a tear in the outer layer of the pnuematic tubing ( connection between the vad and metal connector) of the left vad (lvad) the tear was discovered by the patient's spouse while at home. The patient came to the hospital for evaluation. It was reported that the inner layer of the tube was still intact and was not leaking. The center taped the line will continue to monitor the patient. There were no problems with the right vad (rvad). In 2004 the manufacturer was notified that while at home the patient noticed particles in the silicone oil inside the lvad cap assembly. The patient was hospitalized, photos were forwarded to the manufacturer. Review of the photos by the manufacturer concluded the particles appear to be deb ris from normal wear. The patient is number one on the transplant list.